Manufacturer narrative:
(B)(4) - this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light and unit alarms are not functional. The key failure is the 4way valve is not shifting. Additional malfunction identified on the irs is a short circuited power switch (aka on/off switch). The switch issue would be the cause for the reason for repair: unit alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.